Event description:
A patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that they were unable to advance the dilator into the vizigo sheath. Caller stated the dilator became scrunched up in the hemostatic valve. When the sheath was replaced, the issue resolved. The staff said there was no damage when taking out of the package. They stated that they could not get the dilator to pass through the check valve. Scrub tech and doctor both tried and it would not advance. New device worked just fine and was put together in same fashion. The customer¿s reported issues of resistance with the sheath and damaged dilator are not MDR reportable malfunctions since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 3-jun-2022, the bwi pal revealed that a visual inspection of the returned device found and the hemostatic valve was found dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Some bents were found on the vessel dilator. The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Resistance reported could be related to hemostatic valve dislodgement. Additionally, the dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).